Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a blank display. Display returned after cleaning contacts and after inserting a new battery. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly after battery installation. No blank display noted during testing. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Unit passed the self test properly. Unable to download history files and traces using thump software. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test (3.2v). However, under microscope inspection u1 on keypad assembly broken solder joint on pin 1 was noted that might have caused the intermittent button response. Unit was also received with component cracked,broken, cracked belt clip rails, scratched case, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, the customer allegation was not confirmed. No blank noted during testing. However, intermittent button response was noted due to broken solder joint on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.